Event description:
Additional information was received that the cause of death provided on the death certificate was recurrent and refractory ventricular tachycardia (vt) secondary to coronary artery disease.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An implantable cardioverter defibrillator (ICD) system was returned from (B)(4) cremation center with no information. Information identified in the paperwork indicated the patient died approximately 3 weeks post implant of the ICD system. A cause of death was requested and not received.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.